Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer also stated that the insulin pump was dead. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. All operating currents are within specification. And no unexpected low battery alert or power loss alarms noted during testing. Device was monitored for a day and no unexpected powering off or blank display noted.